Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to provide additional event information, provide the date new information was received, and update the patient code. Additional information was received and it was reported that at the conclusion of a venous ablation procedure, the stored images could not be found. There was no patient or user injury reported. No additional information was provided. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. This emdr contains both the initial and fu#1.

Event description:
It was reported that the images were disappearing before going to pacs. No additional information was provided. We are in the process of collecting patient outcome information, but due to our commitment to the FDA, we are filing upon discovery of the potential adverse event before we have received patient outcome information. Unfortunately, due to the aware date, this information is not readily available and we are making every effort to obtain this information. Should we receive further information in regards to this event, we will file a follow-up report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide the date new information was received (see section g4), and update the patient code (see section h6).

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report as a follow-up to the original MDR submitted 10/12/2016. Additional information was received and it was reported that at the conclusion of a venous ablation procedure, the stored images could not be found. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted because it was determined that this medical device report (MDR) was filed in error. Upon further analysis, this would not lead to harm because it is a workflow issue, not a system issue. There is no system malfunction.